Event description:
It was reported that the patient presented for a follow-up clinic visit with shortness of breath. Upon interrogation, the right ventricular leadless pacemaker was found to be in backup mode. Programming changes were made. The patient¿s condition was stable.